Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown: that an angled vertebral body spreader (pdl114 lot 5105242) was missing the pin that connects the ratcheting mechanism. The issue was discovered in sterile processing. No patient involvement, no delay in procedure. The returned instrument was examined and the complaint condition was able to be confirmed as the pin which connects the ratchet mechanism to the handle was found to be missing. A definitive root cause was unable to be determined, however as this is a multiuse instrument that was in the field for 10 years, it is likely that this failure is the result of wear and tear over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 10/07/2015 - update: indicating no patient involvement, issue was discovered in sterile processing.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A device history records was conducted. The report indicates that the: manufacturing date: october 21st, 2005, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered could not be identified due to the age of the instrument. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the pin that connects the ratcheting mechanism on the vertebral body spreader has come out. No additional information was provided. This report is 1 of 1 for (B)(4).